Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was having problems. It was unpredictable sometimes just sitting or standing loose urine almost. It was almost impossible to get to the bathroom in time. The patient was not feeling stimulation while therapy was on. The patient was on program 3 at 3.6 volts, increased stimulation to 5.1 volts and felt it in the correct area. The patient experienced symptom of leaking and not making it to the bathroom. The change of symptom was noted as gradual. The patient has another urinary tract infection (uti). The representative programmed the patient once, the indications for use for this patient were urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that health care provider (hcp) was notified and the following dates; patient had cultures on (B)(6) 2016 culture was negative. The other appointment was on (B)(6) 2016. The patient uti was confirmed on (B)(6) 2016 .the patient was on cipro/levaquin and (B)(6) 2016 with gram negative. There were no circumstances that led to the incontinence. The changed the program from 3 to 2 to resolve the urinary incontinence and the intervention taken for the uti was antibiotic therapy.